Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and had prolonged hospitalization for a day due to low blood glucose on (B)(6) 2018 with blood glucose of 53 mg/dl at the time of the incident. The customer was already hospitalized for heart issues. The customer was at 303 mg/dl at the time of the call. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also had a high of over 500 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.